Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2008 - patient underwent repair of a ventral hernia with bard ventralex mesh. On (B)(6) 2010 - patient underwent hernia repair surgery with an unknown mesh. The surgeon notes "the old mesh was noted to be well incorporated with a new fascial defect superior to the mesh" requiring repair using an additional mesh. The attorney's report alleges permanent injury, additional surgery, defective mesh.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The information provided by the patient's attorney indicates that the patient developed an additional hernia superior to the previously repaired hernia. Also indicated was that the previously placed mesh was well incorporated. The patient's attorney did not allege a specific device failure and medical records have not been provided. We have contacted the initial reporter to request additional information. A manufacturing review was performed and no anomalies were found during the manufacturing process. This MDR includes all patient, event and device information davol has received to date. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.